Manufacturer narrative:
One used 6fr angio-seal vip device received for product evaluation. The locator and hemostasis sheath were returned along with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed no damages or deformations on the components. The locator and carrier tube were noted to be in a slightly curved shape. The sleeve of the carrier tube was in manufactured position. No other visual anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. However, with no return of the guidewire the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the first event reported, for the second issue found during the evaluation with the same device that was used on the same patient see MDR 3013394970-2020-00598.

Manufacturer narrative:
Implanted date: device was not implanted explanted date: device was not explanted patient was reported to be (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00516.

Event description:
The user facility reported that the involved angio-seal device was introduced a little in the patient; however, the doctor met resistance and removed it. They opened another angio-seal device; however, the tip was squashed. There was no patient harm. Additional information was received on 06aug2020. The type of procedure being performed was an actp. A 6fr procedure sheath was used. A pre-deployment angiogram was performed. Manual pressure was applied to achieve hemostasis. The distal tip was squashed. The procedure was successful. The patient's condition was stable.